Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: underweight and broken shell and others. A microscopic analysis was performed which identified: one broken sharp on the radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the radius assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant completely ruptured".

Event description:
Healthcare professional reported, right side exchange from textured to smooth implants due to the patients concerns with the product. Additionally, healthcare professional reports, "implant completely ruptured." Device has been explanted.